Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that the customer's insulin pump had an a33 alarm and a protruding drive support cap. Her blood glucose was 152mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.